Event description:
A hair was found on the plastic blue basin in the anterior hip pack (cdmh06e) prior to the patient entering the operating room. The basin and supplies were thrown away and a new sterile field was set up.